Event description:
It was reported via repair work order that the rubber is separating from the wheel which could reduce brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the rubber is separating from the wheel which could reduce brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was confirmed that the unit did not have a loss of brake functionality due to the condition of the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.